Event description:
It was reported that the programmer would not power on and that the keyboard was loose. The programmer was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power cable sent with the device was functional however it was not the intended cable for this programmer. It was also noted that the system fan was noisy, the keyboard hinge was broken and errors were found in the error log.